Manufacturer narrative:
Returned product 1 unit item# 663001 automatrix refill med thin lot# 07247723 with only 8 of the original 72 bands within the original packaging carton. The problem "the bands will tear during use" could not be duplicated to the retained bands returned by using standard testing protocol on all 8 bands. These tests included a functional test, which is to tighten the matrices around a tooth model using an automate flexshaft tool (n=5); a torque test (n=3), which is measuring the amount of torque needed for failure as per 0290-ip-7.5-42-03; and a visual inspection for abnormalities. All bands tested were found to be within our normal standards and meet all form/fit/function of the device and all requirements per 0290-ip-7.5-42-03. Tear out testing results are as follows, criteria: torque gauge meets or exceeds 10 in. Oz. Force before the band tears with results for the n=3 at 14, 13 & 14 in. Oz. Force. DHR for item# 663001 lot# 07247723 has been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the execution of the packaging work order for automatrix refill med thin. Work lot# 07247723 is the final packaging order which utilized bands manufactured on work lot# 08173989 for item# 1716601 band assy matrix 1.4 x .0015. DHR for item# 1716601 lot# 08173989 has also been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the execution of the matrix band assembly production work order, with all processing steps and inspections deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-42-03 & 0290-ip-7.5-42-03. Per the ip, for item# 1716601 a ¿tear out¿ functional/destructive test is required on n=3 bands per machine every 2 hrs. This test requires a calibrated torque watch to record at what in. Oz. Force does the band break. The requirements are to meet or exceed 10 in. Oz. Force. All samples tested for this requirement were documented as pass.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that automatrix refill med thin broke during use.